Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed the motor test. The no delivery test could not be performed due to the prime anomaly. The device also had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery during prime. Blood glucose value was 6.8 mmol/l. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The alarm history showed two motor error alarms. The device was returned for analysis.